Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specifications prior to release. Due to lack of info, no occlusion can be drawn at this time.

Event description:
This case occurred at a consignment site, an elgx rep was not present. Pt not in good condition, presented with one leg already occluded, so an aui was created with a proximal cuff and four limb extensions in 2008. In addition to those powerlink devices, the physician also implanted some gore devices. The pt was brought back the next day to open up the occluded leg, and died of an mi in the or.